Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the cylinder was replaced. Upon explant, a hole was identified in the right cylinder; however, its cause was not detailed by the facility. There were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination and functional testing of the cylinder identified wear at a fold close to the proximal end of the cylinder body and a hole where the cylinder body was bonded to the rear tip. The hole was consistent with fatigue and did leak when tested. Based on the information available, the reported allegations were confirmed, and it was concluded that the cause was traced to component failure.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a revision surgery was performed in which the cylinder was replaced. Upon explant, a hole was identified in the right cylinder; however, its cause was not detailed by the facility. There were no patient complications.